Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went as high as 500 mg/dl. Customer advised they had bent cannulas previously when they went on vacation. Customer advised they are not getting enough insulin and have been using manual injection. Troubleshooting for the high blood glucose levels was performed. Customer's insulin pump did not pass the high pressure test. Customer was advised to change out the complete set and reservoir. The high pressure test was performed once again and passed. The device was also able to pass the self-test as well.